Event description:
This unit was returned to a covidien service center. Upon triage, a service tech found that the power cord was pinched which caused sparking.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.